Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse restarted the system to rectify the issue and found that the device lost the power and the breaker was tripped. The defective pdu fan tray was returned to philips for further analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. To resolve this issue, fse replaced pdu (power distribution unit) fan tray and dcps (direct current power supply). After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.